Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, consultation with the principal engineer, a review of product historical data, and a review of product labeling. It was found that the incident was due to the failure of an external ups, which is used to power up the cell-dyn ruby. The internal batteries of the ups were replaced and the cell-dyn ruby was connected to the ups, after which both ups and cell-dyn ruby were working properly. A review of product historical data for any trends did not identify any trends. A search for similar complaints did not identify any abnormal complaint activity. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke and a burning smell from the cell-dyn ruby ups. The customer disconnected the ups and instrument from the outlet. The customer reported there was no damage to the instrument. No injury and no impact to patient management was reported.